Manufacturer narrative:
Investigation completed 12/30/16. Method: -device history review, -trend analysis, -failure analysis. The device history record (DHR) of manufacturing lot 1160606 of cusa 23khz cem nosecone was reviewed. No anomalies were reported during the packaging process of this lot that could be related to the condition ¿button did not stop activating when the user released the button¿. A review of the complaint system from october 2014 to october 2016, show eleven (11) complaints (including the one being investigated) being reported related to the reported condition in cusa nosecone family. Complaints are associated to c6623. Implementation of new power circuit board (pcb) for catalog c6636 occurred before implementation of catalog c6623. One additional complaint was received on november 23, 2016 and is being investigated. The complaint occurrence rate for the reported is approximately 0.00018. A visual inspection of the returned cem nosecone found no visible, physical damage. Resistance measurements were performed utilizing a fluke multi-meter. Five readings taken with the button pressed measured approximately 10.0 ohms and five readings taken with the button un-pressed measured open/high impedance as expected. The activator button was performing as designed. High voltage - insulation testing: five readings taken with the button pressed measured approximately 00.0 ohms and five readings taken with the button un-pressed measured 1000 mohms/high impedance as expected. The activator button was performing as designed. A destructive evaluation was performed. It was determined the printed circuit board in this cem was the old, pre-CAPA revision. Conclusion: the reported complaint of ¿cem nosecone did not stop activating when he button was released¿ was not duplicated. The findings are consistent with continued active use of the cem beyond the recommended instructions for use. Excessive use causes internal temperatures to increase and may result in a circuit-shorting condition causing the cem to stay active.

Event description:
On (B)(6) 2016 the c6623 cusa excel 23khz cem nosecone was being used for a laparoscopic hepatectomy when the button did not stop activating despite the user releasing it. The problem was found in the beginning of the procedure right after the button was pressed. The type of tissue being removed was liver tissue. There was no patient injury and a new replacement nosecone was used from the stock. The patient's age, gender and outcome was unknown.